Manufacturer narrative:
Continued from concomitant medical product: one used 150ml baxter intravia container, lot: 18l07027 alcohol caps. The customer¿s report of the IV tubing separating between upper fitment and pump segment was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components it was observed that the set's silicone tubing was completely separated from the upper fitment with a jagged tear line at the separation location. The torn tubing is beneath the upper fitment retainer ring which was still attached to the fitment. Gouge/crush marks were observed on the upper fitment and retainer ring. No other abnormalities were observed with the set. Functional testing could not be performed due to the sets separation and obvious leaking that would occur. The root cause could not be definitively determined.

Event description:
It was reported that the IV tubing separated between the upper fitment and the pump segment. Patient was receiving a continuous medication infusion when the rn found that the medication was leaking above the devices' module chamber. Patient was not active or moving when the event was discovered. Photos of the involved IV set was provided. Although requested, additional patient and event information is not available.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the IV tubing separated between upper fitment and pump segment. Patient was receiving an unspecified continuous medication infusion and the nurse found that the medication was leaking above device module chamber. Patient was not active or moving when the event was discovered. Photos of the involved IV set was provided.